Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited a short burst of noise. The lead was explanted and replaced on (B)(6) 2019. The patient's condition was noted to have been excellent after the procedure.